Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller for failure analysis investigation. The controller was analyzed and tested into a known good pca system where the component functioned as expected. Message was prompt, recoverable fault 48265. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into a golden pca system where the component functioned as expected. Message was prompt, recoverable fault 48265 "endoscope self-test failed. Clean connector or replace sndoscope" in the system error log, errors 48265, 48404, 48406 was replicated. The complaint was confirmed based on the failure analysis. Isi reviewed the site¿s complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of system log report was performed. Per the review, the following was confirmed: system serial, event date, console surgeon and procedure name/category. Investigation revealed the following possible related system errors: 48404 (camera flash error, system is retrying flash operation (no scope sn detected)). 48265 (dual camera interface board (dcib) camera head flash data was invalid, s/n: (B)(6)). The root cause is attributed to a failure in the dual camera interface board (dcib). This issue can be resolved by replacing the unit. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reported recoverable fault 48265. The system booted up normally during the initial power cycle, but once endoscope was connected into endoscope controller, system reported recoverable fault 48265 with all scopes. The fse replaced the endoscope controller. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user informed the technical support engineer (tse) that they encountered repeated recoverable fault 48265 and camera calibration issues when connecting any endoscope to the endoscope controller. The user used both 30-degree and 0-degree endoscopes to test the endoscope controller, and the issue persisted. The tse suggested the user perform a hard power cycle on the system to resolve the issue. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site replaced with a new endoscopic controller. The procedure was converted to a laparoscopic surgery. The dvstst was contacted prior to converting/aborting the procedure.

Event description:
Refer to h11 for follow-up information.